Manufacturer narrative:
Manufacturing date - year 2001. Field service specialist (fss) visited the account after the event. Fss performed system check to recalibrate laser enery calibration factor. Verified all system functions unit meets all j&j specifications. A review of records related to the device including labeling, complaint trending, and risk documentation was performed and no issues were found. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that laser stopped with 10 seconds left of a 38 second hyper treatment. The laser wanted a lens calibration and a boost before it would allow the treatment to continue. The account reported they did a refill early in the morning. The patient treatment was not completed, 1 patient, 1 eye. Surgeon said the flap had been lifted for too long to complete the treatment.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.